Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the coring tool failed out of box. The failure did not result in any patient adverse impact, and the tool was successfully able to core the left ventricular apex.